Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. Based on a review of the information, a cause for the reported slda could not be determined. The reported entanglement of device- clip caught on chordae appears to be due to procedural conditions. The mitral valve insufficiency/ regurgitation was an outcome of the slda. The reported unexpected medical intervention is a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the reported patient effect of mitral valve insufficiency/ regurgitation as listed in the electronic instructions for use (IFU), mitraclip ntr/xtr, u.s is a known possible complication associated with mitraclip procedures. The UDI is unknown because the part number and lot number were not provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The unique device identifier (UDI) is unknown because the part number and lot number were not provided.

Event description:
This is filed to report single device leaflet attachment (slda), clip caught on chordae, recurrent mitral regurgitation, intervention. It was reported that this was a mitraclip to treat mixed mitral regurgitation (mmr) with an unknown grade on (B)(6) 2020. The clip was implanted, reducing mr to 1+. On (B)(6) 2021, mr was 4+ and it was noted that the clip had a slda from the posterior leaflet. Additionally, it was noted that the clip may have been caught on a chord. Two clips were implanted to treat the slda and recurrent mr, and mr was reduced to 1-2. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.